Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and retracted 18ga x 1.16in. Insyte autoguard bc unit from lot number 4152064. A visual inspection was performed for any damage to the button, spring, needle, needle hub, or grip. No damages were discovered, and no sign of adhesive was discovered. The cannula was placed back into its initial position and attempted to retract with the catheter slightly advanced off the cannula. The cannula retracted successfully with no issues. It is possible that tip adhesion was not broken or the catheter was not advanced off the cannula before retracting. This may cause issues retracting during use. Without being able to replicate the reported defect, the reported defect could not be confirmed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: date: july 23rd 2024. Description of events: the event was reported by a nurse in the women's health department. The angiocath is being used to start an IV the nurse went to retract the needle by pressing the button on the device the needle got stuck and the needle would not retract into the catheter.